Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. The pd catheter was removed and pd therapy was discontinued. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unknown date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.